Manufacturer narrative:
Pump passed the displacement, prime/a33 and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was almost 600 mg/dl and treated it with insulin pump. It was reported that reservoir compartment was cracked all the way around and black plastic ring was cracked. Customer stated there was physical damage to reservoir ring and reservoir was able to lock in place. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.